Event description:
It was further reported that the patient was getting shocked when they turned the implantable neurostimulator (ins) on. It was noted that the patient's leads were "adjusted" in (B)(6) 2003 due to the leads being "shifted". It was reported that the lead shifted because one of the patient's sutures had "popped".

Event description:
It was reported the patient's "wires messed up" two years after the device was implanted. It was also reported the patient's pain had been increasing and she was not getting relief. It was also stated the patient was shocked on her left leg and "it kept doing it." It was reported the patient's pain got worse and an x-ray was taken in (B)(6) 2003. The x-ray results showed one of the patient's sutures "popped," so the device shifted.

Manufacturer narrative:
Product ID 3887-33 lot# j0102038v, implanted: 2001 (B)(6), product type lead product ID 3887-33 lot# j0019932v, implanted: 2001 (B)(6), product type lead product ID 7435 lot# serial# (B)(4), implanted: 2001 (B)(6), product type programmer, patient product ID 3887-33 lot# j0102038v, implanted: 2001 (B)(6), product type lead product ID 3887-33 lot# j0019932v, implanted: 2001 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's shocking sensation occurred when she raised her right arm. It was noted that the lead was "out of position" and "touching" the other one.